Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer stated he was experiencing a low blood glucose event and woke up in sweat. The device was not alarming he was low but did lose the sensor connection. Customer does not recall the blood glucose level but it might have been 38, 39, or 40 mg/dl. Customer was hospitalized. Customer stated the perceived cause of the low was he had treated with too much insulin for what he had eaten the night prior. Customer stated he was near the end of the cycle for infusion set change. The drive support cap was normal. Customer was disconnected during prime sequence. Customer was advised to monitor the device. Customer had stopped using the sensor. No further information reported.